Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced poor separator movement during use. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Manufacturer narrative:
D.4. Medical device lot/expiration date: unknown; h.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H3 other text : na.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced poor separator movement during use. No patient impact was reported.